Event description:
Customer reported the system made a loud noise from the lift column and the monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hig voltage tank. System operates as intended.